Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and functioned properly. No blank display, turn off display anomaly, noise or unexpected audio beep anomaly noted during testing. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement were normal. No damage was found inside the pump noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 296 mg/dl. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump made some noises and it went off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.